Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the power button on their device is not working, it takes multiple pushes to turn on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
The customer was contacted for device evaluation but said no additional action required. The customer indicated they had already sent the device in for repair; however, they did not clarify where the device was sent for repair nor how the device was repaired. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the power button on their device is not working, it takes multiple pushes to turn on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.